Event description:
It was reported that the user experienced a low blood glucose of 54 after being in range, consumed a sandwich, and announced the meal; the user was advised to avoid announcing or eating a meal during hypoglycemia and to first treat with fast-acting carbohydrates. Symptoms included hypoglycemia. Outcomes included urgent low glucose requiring oral fast-acting carbohydrates. Investigation included troubleshooting and education on hypoglycemia management. Investigation of this case revealed no device malfunction or component issue and the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.